Event description:
The patient was hooked up with 5-fu therapy. Later that day (9 hours later) the patient called our nurse with an error reading "malfunction 7" on the baxter 6060 ambulatory pump. After changing batteries and re-positioning the tubing, the error continued. The rn went to the home with a new baxter 6060 pump and hooked up to the patient. The problem pump was sent to our biotech department where they found it was a problem with an internal alarm. We sent the pump to the rental supplier for repair.